Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: fox cross 9.0 x 50 mm. Guide wire: 0.35 in interthrough. Guide catheter: destination 6f 35 cm. Stent: smart 10 x 60 mm. The device was received. Investigation is not yet complete.

Event description:
It was reported that after a non-abbott stent was implanted in a heavily calcified iliac artery, during post dilatation, the fox cross balloon ruptured at 12 atmosphere during the second inflation. Another fox cross was used. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted blood in the balloon and no contrast visible, consistent with use of the device in the anatomy. The balloon was loosely folded, consistent with having been inflated. A longitudinal rupture was present along the full length of the balloon. No scratches or damage of any other kind was noted on the catheter. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessive applied pressure, lesion calcification or tortuosity or interaction with the anatomy and/or accessory devices. During use, interaction with anatomy and/or accessory devices can damage or weaken the balloon material and lead to rupture during inflation. In manufacturing, all balloon dilatation catheters are 100% visually inspected for balloon damage, and inflated to rated burst pressure (rbp) online. In this case, there was no report of any leak during preparation for use, which may suggest that the balloon was not damaged prior to use. Further, there was no issue reported during the first inflation, indicating the balloon appeared to be functioning normally out of the box. Due to the heavy calcification, the first inflation may have damaged the balloon and led to the rupture later. A scanning electron microscopy analysis indicated that there was mechanical damage on the outer surface of the balloon, which supports the potential cause of calcified anatomy. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.